Event description:
A (B)(4) study pt was returned to the operating room for replacement of the failed upper cradle on the concave side and removal of the veptr on the convex side, as it was felt to be nonfunctional. Pt was revised to a single veptr rod on the left between the 4th rib and the l2 posterior elements. X-ray shows reduction in the amount of scoliosis.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Manufacturing records could not b e reviewed without a lot number.